Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a calcified and moderately tortuous right peroneal artery. The 1.5 x 20mm x 135cm sterling es monorail balloon catheter was inflated to 12 atms upon its first inflation, and then ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a calcified and moderately tortuous right peroneal artery. The 1.5 x 20mm x 135cm sterling es monorail balloon catheter was inflated to 12 atms upon its first inflation, and then ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the sterling es monorail (mr) device was received with blood and contrast in the balloon and wire lumen. There was pinhole in the balloon wall material. The pinhole was located on the distal edge of the markerband. There was also distal tip damage. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).